Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2016 to report that on (B)(6) 2016, the patient experienced a loss of connection between smart device and transmitter. Patient's mother was advised to close background applications, disable and re-enable bluetooth, reinstall g5 application and reset smart device. Patient's mother stated that she will try disabling other bluetooth devices as a test to see if this is an issue. No additional patient or event information is available.